Manufacturer narrative:
Section h10: (h3) the loosening reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening and pain. However, this cannot be confirmed because the components were not available for evaluation. Section h11: the following sections have corrected information: (g3) report source: health professional should of been checked on first report.

Event description:
As reported by the equinoxe shoulder study, the patient experienced an aseptic glenoid loosening. A loose rtsa baseplate noted on x-ray after subject complained of pain while reaching.